Event description:
A distributor in israel reported on behalf of a healthcare facility that the tubing of an ojr414vt optiflow junior 2 ventilator transition kit was detached from the connector end (swivel grip). There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Section d4: lot number details were not provided by the customer. Section d4: UDI details are not provided by the customer. Section h4: device manufacture date details were not received from the customer. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.